Event description:
The reporter stated, the surgeon attempted to insert an aq2015a silicone aspheric three piece lens, but the lens cracked as it came out of the injector. There was no patient contact.

Manufacturer narrative:
(B)(4).